Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of driveline power fault and no external power alarms was confirmed via log file analysis. Review of the log files revealed on (B)(6) 2026, no external power alarms activated due to both power cables being simultaneously disconnected from an external power source. The backup battery supported the system without issue. On 15feb2026, intermittent power b broken faults activated. The intermittent fault persisted long enough to activate a driveline power fault. The alarm was silenced on 15feb2026; however, it reactivated soon after. The alarm did not resolve before the driveline was disconnected and the system controller was shut down on (B)(6) 2026. The alarms did not affect the system controller¿s ability to operate the pump at the set speed. The heartmate 3 system controller (serial number (B)(6)) underwent functional testing and passed without issue. The controller was connected to the returned modular cable and a mock circulatory loop and operated the system for an extended period of time without issues. The driveline fault alarm was not reproduced throughout testing. Provided information stated that the cause of the alarms was not identified and the driveline power fault alarms resolved following the controller and modular cable exchange. The root cause of the driveline power fault alarm was unable to be conclusively determined through this analysis. The root cause for the no external power alarm was determined to be due to user error by disconnecting both power cables simultaneously. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D, and the heartmate 3 lvas patient handbook, rev. A, are currently available. The current revisions of the IFU and patient handbook can be found on the electronic IFU page of the abbott website. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, address system alarms, including driveline power faults and no external power alarms, as well as the recommended actions associated with each. Heartmate 3 IFU section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains the various ways to power the heartmate 3 lvas, and how to properly exchange power sources. It also states that at least one system controller power cable must be connected to a power source at all times and informs the user not to rely on the system controller¿s backup battery, as it will only power the pump for a limited amount of time and the pump will stop. Sections 2 and 6 of the IFU and sections 2 and 4 of the patient handbook caution the user to avoid pulling on or moving the driveline and further emphasize not to twist, kink, or sharply bend the driveline or system controller power cables, which may cause damage to the wires. Section 6 of the IFU and section 4 of the patient handbook also instruct the user to check the driveline and system controller power cables daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the used to call the hospital contact right away if the driveline or system controller is damaged (or might be damaged). Section 7 of the IFU and section 5 of the patient handbook provide instructions regarding how to care for the driveline and system controller power cables in sub-sections entitled "what not to do: driveline and cables." The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that log files were submitted for review. The event log file captured driveline power (b) faults. The pump itself appeared to have been functioning normally. The log file also contained loss of external power events. The system controller switched appropriately to the emergency backup battery when external power was lost. It was later reported that exchanging the system controller and modular cable resolved the alarms.